Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - catalogue#: a complete catalogue # is unknown, as product serial number was not provided. Section d6b - explant date: not applicable, lens remains implanted, therefore not explanted section e1 - telephone number:(B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a retrospective data collection . A cataract surgery was performed in the os (left eye) on (B)(6) 2023 and a synergy toric ii intraocular lens was implanted. The endosol and ovd (ophthalmic viscosurgical device) healon pro were used during surgery. During the 12th month visit, the patient was diagnosed with cystoid macular edema (cme) and the visual acuity decreased. Through follow-up, we learned, that during implantation there were no surgical complications. One day post-operation the intraocular pressure (iop) was 12 mm hg and uncorrected distant visual acuity (ucdva) was 0.4. The patient presented cells in the anterior chamber and conjunctival hyperemia. On the 6th month visit after surgery, the iop was 18 mm hg and the patient presented a manifest refraction of 0; -0.75; 131°. The ucdva was 0.8 decimals and the best corrected distance visual acuity (bcdva) was 1.0. The patient presented posterior capsule opacification (pco) and epiretinal membrane. On (B)(6) 2024 12 months after surgery, the patient was examined and presented an iop of 16 mm hg and a manifest refraction of 0; -0.75; 175°. The ucdva was 0.4 decimals and the bcdva was 0.5 decimals. The patient was diagnosed with blepharitis/meibomianitis, mild cystoid macular edema and epiretinal membrane. To date, there has been no medical or surgical intervention, however the epiretinal membrane might be treated with vitrectomy and a subconjunctival triamcinolon injection is planned. No further details were provided.

Manufacturer narrative:
Additional information and corrected data: new information received indicated that the suspect product serial number (sn) is (B)(6). Therefore, this supplemental filing is to update the following fields per new information received: section d1 - brand name: tecnis iol. Section d2a - common device name: lens, multifocal intraocular. Section d2b - device product code: mfk. Section d4 - model number: dfw150 . Section d4 - catalog number: dfw150i150. Section d4 - serial number: (B)(6). Section d4 - expiration date: jul 19, 2024. Section d4 - unique identifier (UDI) number: (B)(4). Section h4 - device manufacture date: jul 19, 2021. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.